Event description:
It was reported, lead was observed to have a slight curve or deviation at the distal tip, pre-implant. The physician asked for lead to be opened and handed off into sterile field. The lead tray was opened and placed on back table. Each task was accomplished and uneventful. Physician picked up lead and removed from straw for inspection. Upon inspection lead was observed to have a slight curve or deviation at the distal tip. The curve was significant enough to cause concern relative to placement precision. Physician asked for a new lead to be passed off. The lead never made contact with patient. The device was not implanted and not used in the patient. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Final device analysis revealed reliability non-conformance on lead (B)(4). Continuity was acceptable, no shorts. There was a slight bend at the distal tip of the lead. The lead was new out of the box. The distal tip of the lead had a bend of .007 in. The outer insulation was intact. The proximal end was intact and damaged.